Event description:
It was reported that the atrial lead exhibited noise, causing noise reversion and auto mode switch episodes. No further action was taken and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.